Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that they do not know the cause of the ins turning itself off. They do not know what steps will be taken to resolve this issue, it hasn't happened recently. It is unknown if the issue was resolved, the rep reprogrammed it.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported the stimulator has been turning itself off. Patient stated the controller will show the stimulation is off when they look at it. Patient spoke manufacturer representative (rep) and was instructed to reset the controller. Patient reported the controller battery is still at 90% but the stimulation has turned off a couple times. Patient confirmed the stimulator battery is usually 30% or lower when they go to recharge. Agent reviewed battery level effect on stimulation on/off and to ensure stimulation is turned back on after charging if stimulation was depleted. The patient was redirected to their healthcare provider to further address the issue to assess recharging statistics if concerns persist. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.